Event description:
The customer initially called to report an alarm on the infusion pump. The customer later called with another alarm and very high blood glucose. No blood glucose reading was reported. The customer stated that he had no way of treating his blood glucose levels. The paramedics were called for treatment. The customer stated he would call back later to troubleshoot the insulin pump once he felt better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.